Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was found that the pump had an open-book image alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation, no critical pump error (open book) noted. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, unit did not pass self test. Pump error 63 noted during self test and pump error 49 noted while navigating the menus during testing of unit. Unit was downloaded a second time using thus software and the adapt tool was utilized to search for any relevant alarms that may have occurred in the past that could have lead to complaint call. The adapt tool reveals that three pump error 68 alarms were found on 09/23/2023 at 12:00:03 through 13:33:07 hour. Pump error 49 was also noted three times on 09/23/2023 at 12:00:03 through 13:33:23 hour. Pump error 63 was noted twice on 09/23/2023 at 13:55:23.000 and at 14:28:43.000. File number= 37 and line number= 367. Per software engineer log, pump error 63 was triggered in the self test since ambient light sensor test failed ( variableinfo = 3). Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assemblies during visual inspection. Components j7, j6, u2 on pcba1 were found corroded due to moisture, causing an intermittent short. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded),cracked case on battery side, scratched case, cracked keypad overlay at select button, pillowing keypad overlay and stained keypad overlay. In conclusion, customer concern was not confirmed during testing when critical pump error (open book image) was not noted. Unit powered up properly after battery installation and was tested successfully. Pump error 63 was noted during self test. After second download, pump error 63 was triggered in the self test since ambient light sensor test failed ( variableinfo = 3). Isolate to electronic assembly. Moisture damage was noted on electronic assembly, causing an intermittent short. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.